Event description:
It was reported that the insulin gauge was inaccurate and static. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that air bubbles were observed within the tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 250-260 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.